Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) lead, exhibited noise and oversensing that resulted in 5 seconds of pacing inhibition. The noise was determined to be consistent with oversensing of the minute ventilation feature. Additionally, high out of range pacing impedance measurements greater than 2,000 ohms were observed on the ra lead and resulted in activation of the lead safety switch (lss) feature. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that minute ventilation was programmed off and the physician will continue monitoring. No additional adverse patient effects were reported.

Event description:
Additional information indicates that intermittent high out of range ra and rv pacing impedance measurements greater than 2,000 ohms continue to be observed. It was reported that the patient had an infusion pump that was suspected to have contributed to the out of range measurements. Out of range measurements were unable to be reproduced with isometrics and pocket manipulations. Monitoring will be continued.